Manufacturer narrative:
Zoll medical corporation received the device for evaluation and the device passed all functional testing. The nurse ultimately made the correct decision not to shock the patient. The AED plus does not understand the condition of a patient. The AED plus operator's guide specifies contraindications for use and states to not use on a patient who is conscious, breathing, or has a detectable pulse or other signs of circulation. We concluded the device acted appropriately. No trend is associated with reports of this type. The batteries used at the time of the reported event were not returned for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient in cardiac arrest, the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Clinicians did not shock the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.